Event description:
Healthcare professional reported right side double capsule and rupture. The device has been explanted and not replaced.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: double capsule: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a double capsule and rupture on an unknown side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.